Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one day post implant evaluation, an increase in pacing thresholds along with an associated decrease in pacing impedance measurements were exhibited. X-ray imaging showed minimal lead movement however an echocardiography confirmed a pericardial effusion. The physician reported the patient had an anatomically small heart and suspected lead placement too deep into the apex. During surgical intervention the lead was removed and discarded.